Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was in 100-150 mg/dl.